Event description:
It was reported that the patient had two inappropriate shocks due to oversensing. The patient was walking his dog at the time of the shocks. There was a previous untreated episode with the sensing vector programmed to the alternate vector. Technical services discussed some programming options. The clinic ran the auto setup feature, and the secondary sensing vector was selected. There were no additional adverse patient effects. The system remains implanted.